Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bit tip broke while drilling for distal locking screws using the perfect circle technique. Broken tip was gouged from the bone and removed. No follow up required. No adverse outcome. Delay of surgery 6 minutes. Type of surgery revision femoral nai. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.